Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was adhered to the posterior wall of the uterus') in an adult female patient who had essure inserted. The patient's medical history included menometrorrhagia, anemia, dysmenorrhea and stress urinary incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy). Essure was removed on (B)(6)2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on an unknown date: uterus, surgical excision cervix gross description: the specimen is received in formalin in a container labeled "cervix, uterus." It consists of a uterus with detached fallopian tubes. The uterus weighs 150 grams and shows the following measurements: superior to inferior 10.0 cm cornu to cornu, 6.0 cm and anterior to posterior 3.8 cm. The serosa is smooth and opaque, tan-pink in color, and shows a 2.3 x 0.2 cm essure contraceptive device on the posterior side adhered to the mid portion of serosa (not in the anatomical position). There is an essure device in its usual location. The cervix is smooth and glistening, tan-pink in color, and measure!') 3.0 x 2.5 cm with a 1.5 cm slit os. The cervix shows up to 0.5 cm size cyst. The uterus is bivalve to reveal an endometrial cavity that measures 4.2 cm from fundus to superior cervix by 2.0 cm from cornu to cornu. The endometrial thickness is 0.2 cm and the myometrium is 2.0 cm. Serial sections of the endometrial reveal a homogenous tan-pink myometrium with a possible fibroid measuring 0.3 cm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure device was adhered to the posterior wall of the uterus') in an adult female patient who had essure inserted. The patient's medical history included menometrorrhagia, anemia, dysmenorrhea and stress urinary incontinence. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on an unknown date: uterus, surgical excision cervix gross description: the specimen is received in formalin in a container labeled "cervix, uterus." It consists of a uterus with detached fallopian tubes. The uterus weighs (B)(6) and shows the following measurements: superior to inferior 10.0 cm cornu to cornu, 6.0 cm and anterior to posterior 3.8 cm. The serosa is smooth and opaque, tan-pink in color, and shows a 2.3 x 0.2 cm essure contraceptive device on the posterior side adhered to the mid portion of serosa (not in the anatomical position). There is an essure device in its usual location. The cervix is smooth and glistening, tan-pink in color, and measure!') 3.0 x 2.5 cm with a 1.5 cm slit os. The cervix shows up to 0.5 cm size cyst. The uterus is bivalve to reveal an endometrial cavity that measures 4.2 cm from fundus to superior cervix by 2.0 cm from cornu to cornu. The endometrial thickness is 0.2 cm and the myometrium is 2.0 cm. Serial sections of the endometrial reveal a homogenous tan-pink myometrium with a possible fibroid measuring 0.3 cm.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.